Event description:
Rptr had been using the device on his right knee to reduce the pain of osteoarthritis for about 6 weeks, when he woke up one morning about 3:00 am. The unit was burning his right knee. Rptr had blood on the sheet, bed and on his knee where the burn was. Rptr still has 2 scars where the burn was. Rptr returned the unit to his dr and told him about the problem.